Event description:
It was reported that a patient underwent a surgical procedure and was treated at 6 levels with approximately 4ml, (8 had been fractured) died after 5 hours of surgery. Patient had extreme bariatric, pregnancy osteoporosis due to hormonotherapy. The operating room's temperature was 20c. The cement was kept at 23 +/- 1 degree celsius for a period of 24 hours and two hours before surgery in the fridge at 6 degrees celsius. Cement inconsistency in the bone filler devices was observed while waiting for the cement to dough. The physician waited for the cement to get to homogenous and doughy state before injecting into the patient. A postoperative CT showed no cement extravasations. The patient expired five hours post surgery. Reason unk. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up with representative. Three packs of cement were from the hospital's stock and three packs were from field stock.